Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting off. The customer's blood glucose level was 500 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.